Manufacturer narrative:
Physio-control further evaluated the removed interface pcb and verified the reported issue. It was determined that the cause of the reported issue was due to pcb-mounted jack connector, designator j31. J31 will not allow the device to discharge defibrillation energy.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the interface pcb assembly to resolve the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. (B)(4).

Event description:
The customer contacted physio-control to report that their device failed the user test and the service indicator is present, along with an event code logged in the device's memory. There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio-control observed that the shock button on the device is inoperable.